Manufacturer narrative:
There has been no sample device returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A purchasing agent reported that during an intraocular lens (iol) implant procedure, the capsule was broken. The device was indicated to have been in contact with the patient. Additional information was requested.